Event description:
It was reported that the patient experienced a "change in therapy effect". The patient's mother had recent viral illness and the patient presented with fever and respiratory issues. The symptoms began in 2008 and the patient was admitted to the hospital on three days later. The hcp was questioning pneumonia, sepsis, viral infection and also wanted to rule out intrathecal baclofen withdrawal. The dose was increased by 10% and the patient was receiving 850 mcg/day of 2000 mcg/ml. The patient was placed on a ventilator and administered paralytic medications, so it was hard to tell if the spasms were under control with the dose increase. The symptoms began during a normal refill cycle. No alarms have been noted. The pump reservoir has not been checked for volume discrepancies; no diagnostic studies have been performed. The event logs were accessed and were reported to be "normal". The hcp believed that this event may not be pump related; the symptoms are similar to itb withdrawal.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). Eval code - conclusion code are being updated for this event regarding the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork for the pump and catheter. It was noted the reporter was not aware of a complaint associated with any of these products. Further information was not provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Corrected to include both product problem and adverse event. Eval code-conclusion has been updated to code-conclusion for the catheter (code-conclusion remains applicable for the pump). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (b(4), implanted: (B)(6) 2000. Analysis of the pump found end of service (eos) due to time progression. Analysis of the catheter/pump connector/model 8709 revealed leaks between metal pin and white material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.